Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital has not accepted a quote for evaluation and repair of this unit. No resolution for this reported complaint.

Event description:
The hospital reported the ventilator was not working. There is no report of patient involvement.